Event description:
During a diagnostic procedure, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. The reported event of flushing difficulty was confirmed. The introducer sheath could not be flushed. Further investigation revealed the hemostasis hub was occluded and a pinhole was not formed during molding within the sheath hub. This was determined to be related to a core pin breakage during the molding process. The reported issue will continue to be trended.